Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient received a notification that his cgm readings were high. Based on the cgm reading the patient self-treated with 20 units of humulin (insulin). After a few minutes, he took a bg reading which was 35 mg/dl. He then went to the hospital. The patient couldn´t remember the medication provided to increase the bg. The patient was discharged after 6 hours and the bg reading was 130 mg/dl. At the time of the report the patient was fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. When the patient was discharged from the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.